Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. It was discovered that the instrument had flagged the result with a high 'a' error, alerting the operator that the sample required dilution. The operator had reported out the result prior to diluting and retesting the sample. The cause of the operator reporting a discordant, false negative hcg result is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The result was flagged by the instrument, but was reported to the physician(s), who questioned it because it did not match the patient¿s clinical history. The sample was tested on an alternate instrument, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.